Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (300 mcg/ml at 25 mcg/day) and bupivacaine (30 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that per the physician, the patient had a decrease in pain efficacy. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done last week which showed the spinal segment of the catheter was epidural. On (B)(6) 2019 the patient was taken to surgery and the catheter was revised. The physician explanted the spinal segment of the existing catheter and then implanted a new spinal segment. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.